Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The drill was returned for evaluation. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. The cert was reviewed and there were no non-conformances were found. There are no indications of manufacturing defects. For this part (46-1007) and the previous one year (from the notification date) regarding the drill fracturing, there is a complaint rate of (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The incorrect device manufacture date was reported in the initial medwatch report. The correct device manufacture date is reported in this supplemental medwatch report. The following fields were updated and/or corrected: b4 date of this report. B5 describe event or problem. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H4 device manufacturer date. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported that a drill bit fractured during use. No adverse events have been reported as a result of the malfunction.